Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon receipt, the belt failed the te recognition test. Upon evaluation, the heat shrink tubing was separated from both sets of pulse wires inside the distribution node enclosure. The separation of the tubing resulted in a short in the distribution node between the pulse wires and pca. The cause for the test failures was the short in the distribution node. The cause for the short was the separated heat shrink. The root cause of the damaged heat shrink tubing was unable to be positively identified; however, there was evidence of physical abuse to the electrode belt cables. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that electrode belt therapy electrodes were non-functional.